Event description:
Medtronic received information that later the same day of an annuloplasty ring implant, the patient experienced arteriolar bleeding and was returned to the operating room for removal of a clot. It was reported that the bleed was not due to the device, but rather the procedure. The device remains implanted. No further adverse patient effects were reported.

Manufacturer narrative:
The device history review was performed on the device; there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. It was reported that the bleed was not due to the device, but rather the procedure. The device remains implanted.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.